Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was 120 mg/dl at time of incident. The customer reported that they had failed battery alarm after re-inserting the battery. The customer stated that the pump alarmed with replace battery now. The insulin pump will be returned for analysis.